Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per (B)(4) standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not recognizing the electrocardiography (ECG) cable. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was not recognizing the electrocardiography (ECG) cable. The customer had an issue slaving to the iabp. They want to have the ECG input checked on the iabp. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse discussed issue with cath lab director and they had an issue slaving to the balloon pump. They want to have the ECG input checked on the pump. The fse sent them a loaner pump since he was in training for that week. The fse discussed the issue with the facility's biomedical engineer (biomed) and ordered possible needed parts. The biomed checked the iabp and did not find any issues. However, the customer wanted the iabp checked by the fse to verify that the unit was functioning properly. The fse evaluated all three of the customer's iabps and was unable to reproduce the reported issue. The ECG input and pressure input capabilities were working properly. A complete checkout of the iabp unit was not necessary since the ECG input was the only concern. The iabp unit was then returned to the customer and cleared for clinical service as ECG capability was confirmed.